Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that the patient was feeling tingling sensation in lower extremities even with the stimulator off. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.